Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1616c124ee, serial/lot #:(B)(6), ubd: 30-jan-2027, UDI#: (B)(4); product ID: etlw1616c124ee, serial/lot #: (B)(6), ubd: 30-jan-2027, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft was implanted in the endovascular treatment of a aaa . The following day the patient developed post implant syndrome which required the administration of medication.  The site assessed the post implant syndrome as probably related to the study device, not related to the study procedure or an underlying condition.

Manufacturer narrative:
Additional information received: it was reported that one day after the index procedure the patient developed a fever up to 39°c p ostoperatively. Microbiological findings from blood cultures taken on the same day were negative and remained sterile. An x-ray examination of the lung was carried out 2 days later showing bilateral freely ventilated lungs. Urine diagnostics revealed asymptomatic leukocyturia without the evidence of bacteria. Paracetamol was administered for two days. With a suspected post-implantation syndrome, anti-inflammatory therapy with ibuprofen was established the day after the onset of fever. The crp was isolated post-operatively. The temperatures decreased to normal levels during the inpatient stay. The laboratory values checked one week later and it was reported the event resolved. The leucocytes were within normal range, crp decreased to 3.64mg/dl and the patient no longer has fever or clinical symptoms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.